Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pain"), endometriosis ("endometriosis") and abdominal pain ("severe abdominal pain") in a 26-year-old female patient who had essure (batch no. 628058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy (left ovarian) and pelvic adhesions. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included ibuprofen (motrin) and vicodin. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged mense / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On (B)(6) 2011, the patient experienced rash ("rash"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic inflammatory disease and abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("after the surgery I had to go to the emergency room because I was having pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain / sore on my back / lower back pain"), pain in extremity ("sore on my inner thighs"), musculoskeletal disorder ("weak feeling bones"), urinary retention ("I could not urinate"), skin ulcer ("back sores") and bone disorder ("weak feeling bones"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy. Lysis of adhesions). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, endometriosis, procedural pain, vaginal haemorrhage, tooth disorder, pain in extremity, rash, urinary retention and bone disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, musculoskeletal disorder and skin ulcer had resolved. The reporter considered abdominal pain, alopecia, back pain, bone disorder, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, menstrual disorder, musculoskeletal disorder, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, rash, skin ulcer, tooth disorder, urinary retention, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning on or about (B)(6) 2009, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Pfs- complication during insertion- the doctor told me that the gas that was used during my hysterectomy was not completely removed and that was why I was having pain. Right side - 3 to 4 trailing coils, left side - multiple trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were bilaterally occluded (B)(6) 2011 : transvaginal ultrasound : bilateral essure micro-inserts are identified and appear to be in appropriate positioning. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dysmenorrhea, menorrhagia,endometriosis,pelvic pain,back pain" most recent follow-up information incorporated above includes: on 12-mar-2018: events- "abnormal bleeding (vaginal), dental problems, pain, sore on my inner thighs, endometriosis, pelvic inflammatory disease, weak feeling bones, rash, after the surgery I had to go to the emergency room because I was having pain, I could not urinate, back sores", reporter, lot number added from pfs. Concomittant and historical condition, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pain"), endometriosis ("endometriosis"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("I was bleeding for 3 weeks out of the month") in a 26-year-old female patient who had essure (batch no. 628058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy (left ovarian) and pelvic adhesions. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2018, ibuprofen (motrin), medroxyprogesterone (depo provera) from (B)(6) 2009 to (B)(6) 2009, oral contraceptive nos (B)(6) 2009 to (B)(6) 2010 and vicodin. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged mense / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On (B)(6) 2011, the patient experienced rash ("rash"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("after the surgery I had to go to the emergency room because I was having pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain / sore on my back / lower back pain"), pain in extremity ("sore on my inner thighs"), musculoskeletal disorder ("weak feeling bones"), urinary retention ("I could not urinate"), skin ulcer ("back sores") and bone disorder ("weak feeling bones"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy. Lysis of adhesions),essure was removed on (B)(6) 2011. At the time of the report, the pelvic inflammatory disease, endometriosis, genital haemorrhage, procedural pain, vaginal haemorrhage, tooth disorder, pain in extremity, rash, urinary retention and bone disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia, vaginal discharge, musculoskeletal disorder and skin ulcer had resolved. The reporter considered abdominal pain, alopecia, back pain, bone disorder, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, menstrual disorder, musculoskeletal disorder, pain in extremity, pelvic inflammatory disease, pelvic pain, procedural pain, rash, skin ulcer, tooth disorder, urinary retention, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning on or about (B)(6) 2009, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Pfs- complication during insertion- the doctor told me that the gas that was used during my hysterectomy was not completely removed and that was why I was having pain. Right side - 3 to 4 trailing coils, left side - multiple trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were bilaterally occluded (B)(6) 2011 : transvaginal ultrasound : bilateral essure micro-inserts are identified and appear to be in appropriate positioning. Hcp told her that tubal occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dysmenorrhea, menorrhagia,endometriosis,pelvic pain,back pain" most recent follow-up information incorporated above includes: on 20-aug-2018: fu was received. Events- I was bleeding for 3 weeks out of the month were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged mense"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a partial salpingectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2011. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: upon information and belief, beginning on or about (B)(6) 2009, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.